Event description:
(B)(4). Constant pelvic pain especially around tail bone. Feels like I am being kicked down there all the time. There have been numerous muscle spasms/ tremors in both upper and lower abdomen everyday. I have sciatica and the tremors or spasms is making that worse. I've had migraines in the past maybe once a year but since the procedure they are constant and now is affecting my vision and memory. Am on so many medications none of which work on the pelvic pain. When procedure was done the doc said that the left coil was put in too far and if he were to pull it down it would cause more pain and irreversible damage so he left it as is felt every pain as the meds that were given prior to procedure had no affect. Pain in that side has not subsided and feels like constant cramping. Periods have been more heavy and longer lasting with big clots which I never had before.